Manufacturer narrative:
Corrected data: b5: implant date: (B)(6) 2023 should be omitted and (B)(6) 2023 should be added for correction. D9: return date: 11-jan-2024. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -13.50/3.5/112 (sphere/cylinder/axis), implantable collamer lens into the patient's eye on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).